Manufacturer narrative:
A product investigation was completed: we have received two cranial screw plusdrive¿ ø 1.6mm, l 4mm for investigation. The visual inspection has shown that for one screw the shaft is broken off like complained. For both screws the recess by the screw head is badly damaged. It is likely that the root cause for the damage is due to slipping away with the screwdriver. Further there must have been too much force applied to this screw which caused the breakage of the shaft. It is recommend to work according to the surgical guide and to be careful during insertion with such delicate and small screws. Reviewing of the device history record could not been conducted therefore that we did not receive any lot numbers. No indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two cranial screws were opted to be use when closing the bone. During the surgery, the one screw is broken off. Another screw stripped in its recess. No surgical delay was reported. No adverse consequences were reported. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The lot number of the received device is not visible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.